Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: pet owner reported, she is having a hard time removing the shields prior to use and sometimes they don't come off at all stated, she stuck her finger once from pulling really hard on shield. Did not seek medical. Stated, needle hub separated when removing shield. Lot: 0132200. Catalog: 328438. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/4/2020. H.6. Investigation: customer returned (5) loose 3/10cc, 8mm syringes. Customer states that the needle hub separated when removing shield. All returned syringes were tested to determine the shield removal forces. All removal forces fall within specification. No hub assembly separated when the shield was removed. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200894508] noted for out of spec shield pulls. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: pet owner reported, she is having a hard time removing the shields prior to use and sometimes they don't come off at all stated, she stuck her finger once from pulling really hard on shield. Did not seek medical. Stated, needle hub separated when removing shield. Lot: 0132200, catalog: 328438, date of event: unknown.